Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent re-stenosed target lesion was located in the severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 20 seconds and at 12atm for seconds. However, it ruptured at 12 atm when inflated for 5 seconds upon third dilation. The procedure was completed with another of the same device. No patient complications reported.